Event description:
During service by baxter, depleted batteries were found. According to the hosp rep no pt injury and no medical intervention has been reported. No additional info or contact was provided.